Event description:
While surgeon was performing arthroscopy procedure, a portion of the thermoplastic sheath around the probe expanded and peeled away from tip, creating the potential for a flap of sheath to break off in the knee. If that had happened, risk of injury and/or inflammation would be real.this is the third similar event; at least one other happened with a unit from the same lot number. The other unit was from unknown lot number.manufacturer has been notified. Two samples were returned to the manufacturer. Manufacturer states that this lot number came from a new manufacturing facility in another country. Cause of the problem is hypothesized to be attributed to too much epoxy adhesive used in bonding the sheath to the probe.